Event description:
It was reported that this programmer revealed a message stating the pacing system analyzer (psa) had encountered an unrecoverable error. The field representative (rep) noted this was in a case in which the programmer was just getting ready to pace. The rep switched to a different programmer and there was no harm to the patient. Technical services (ts) discussed considering redoing the enhanced connectivity update. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.